Event description:
Patient reported the buttons on the infusion device do not function. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. The down button is always activated. As a result, the input of the down button at the main processor is defective. Due to the permanently activated down button, the other buttons do not respond. The connections of the up and down flex print are interrupted.